Manufacturer narrative:
Physio-control evaluated the device. Proper operation was confirmed during functional and performance testing. The reported problem was not duplicated. The root cause of the reported problem was not determined. The device was subsequently returned to the customer. The defibrillation electrodes used during the reported event were not retained by the customer, and were not available for evaluation.

Event description:
The customer reported that during patient use (patient details were not reported), the device displayed a continuous "connect electrodes" warning message despite the use of several different sets of defibrillation electrodes. Another defibrillator was made available, and used to administer shocks to the patient. The patient was resuscitated, and transported to the hospital.